Event description:
Patient underwent a gastrectomy on an unknown date, involving absorbable sutures in a interrupted suture technique. The epidermis was closed with staples. It is reported that some of the suture broke 3-4 weeks post-operatively, resulting in a wound dehiscence and additional surgery to repair the incision line.